Event description:
It was reported during device preparation; the pacemaker was found in back-up vvi mode. The device was not implanted. There was no patient involved.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was ins backup mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup operation was reproduced at lower temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.